Event description:
It was reported that inaccurate dexcom readings led to a patient's hospitalization due to a lack of insulin delivery, resulting in diabetic ketoacidosis. No specific information was provided regarding the patient¿s blood glucose level during the event. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.